Event description:
It was later reported that the pump had been off for a year and a half; there was nothing in it and it was no longer working. The patient reported she used to have morphine and bupivacaine but the pump was then dry. The patient noted finding an hcp that would change the pump; however, she was also looking for an hcp who would manage the pump. The patient was evaluated at her family hcp clinic approximately 2 weeks ago and the patient noted talking to a manufacturer¿s representative there who was trying to help her find an hcp to manage the pump. The patient was referred to her hcp.

Event description:
The patient reported a change in therapy effect. The drug was not getting where it was supposed to go. The patient stated they could not see any leaks from the catheter. The pump was flipped and she thought it happened (B)(6). The pump stuck out. The patient was currently on oral medication for her pain and was not getting the pump filled or managed by anyone. The patient was looking for a physician to manage their care. The pump was delivering morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).